Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor had broken connectors and could not be connected. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6) capture the complaints on the broken connectors.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the broken connectors could not be determined. It is possible that the connectors broke due to the application of external stress to the connecting tube's lock lever toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily.¿ olympus will continue to monitor field performance for this device.